Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator(epg), will be returned to have the language changed from (B)(6) to (B)(6). It was also determined at analysis that the epg failed the incoming test due to the pacing dial rate. The epg had the wrong settings. The upper case was broken, and the hangar assembly was worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg), will be returned to have the language changed from german to french. It was further reported that the external pulse generator(epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.